Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus without the original packaging. During inspection it was observed that the sheath adjuster knob was not inserted into the device nor returned for testing. The insertion tube was examined by running two fingers along the entire length, multiple kinks were observed. There is visual residue on the distal end, indicating use. A functional check on the device was performed; the distal end corresponded with the slider, however force had to be applied when extending the distal end out of the sheath. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the locking mechanism was jammed, the procedure was completed with another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, the locking mechanism could not be tested. However, the presence of kinks on the sheath could potentially cause resistance when advancing or retracting the needle, which might have contributed to the issues experienced by the customer. Additionally, the observed failure possibly resulted from the device being forced through angulation and/or resistance.. Therefore the root cause is traced to the user. The event can be detected/prevented by following the instructions for use which state on page 13: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.